Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500, harvesting canula handle, tool adapter/adapter came loose. They were pushing out cring and whole thing came loose. No patient issues and just a small delay to change out devices.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. A photograph was provided by the account. A photographic inspection was conducted. The cannula handle was observed to be separated into two parts and remained partially connected. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The harvesting device and c-ring were observed to be intact with no visual defects. The cannula handle was returned separated into two pieces. No other visual defects were observed on the device. A mechanical evaluation was conducted. The two pieces were able to be snapped back together to its normal state with no physical difficulties. Based on the returned condition of the device as well as the investigation results, the reported failure "break; handle" was not confirmed. The lot # (B)(4) history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500, harvesting canula handle, tool adapter/adapter came loose. They were pushing out c-ring and whole thing came loose. No patient issues and just a small delay to change out devices.